Manufacturer narrative:
Alleged failure: light goes on and off confirmed failure: dx codes verbiage chassis filler bridge upgrade standby issue- main board 004 software cable connection probable root cause: light cable optics leds main board jaw assembly bent esst contact inconsistent esst contact cable pull out camera head firewire cable software front board power supply thermal switch ac inlet board ac inlet filter touch screen workmanship inadequate air flow inadequate calibration excessive lint buildup inside the unit use errors the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.